Manufacturer narrative:
Previous investigations of clave connector leakages/ component functionality have identified these types of issues can occur when the clave is accessed/ used with incompatible devices as well as inadequate flushing, attachment/usage techniques. Label review - the directions for use (dfu) states that the clave/microclave connectors are compatible with iso male luers having an internal diameter between 0.62"-.110" (1.55mm and 2.8 mm). Conclusion: the involved clave connector devices were not returned for analysis and confirmation. Additional info and samples of the mating and access devices that were used with the clave connectors were requested but as of the date of this report there have been no responses. The exact cause (s) of the product issues are unk at this time.

Event description:
Complaint rec'd. Reporting stick-down/leakage problems with use of "several" 11956 clave connectors. The facility clinicians reported "they have had several leaking claves - silicone piece sticks in the open position recent incident occurred in picu - pt did not receive paralytic agent due to leaking". The clave connectors were removed/replaced and treatments re-administered/resumed. There were no reported serious/adverse pt injuries. Additional info and samples of the mating and access devices that were used with the clave connectors were requested but as of the date of this report there have been no responses. Device return status: the involved clave connectors were discarded. Mfrs investigation: a review of the complaint database for clave list numbers/similar problem(s) did record additional reports and investigations. A review of those reports where device return investigations were performed showed mixed findings/results including usage/incorrect techniques, incompatible mating devices and no defect found/ cannot determine.